Event description:
Insulin pump giving, " no delivery", alarms hourly. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis: type 1 dm. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: type 1 dm. Event reappeared after reintroduction: yes.